Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21117. The patient received a thoracic and cervical scs lead. It was reported the patient was receiving abdominal stimulation through the thoracic lead. As a result, surgical intervention took place to implant a new thoracic lead which resolved the issue. The previous thoracic lead was left implanted. However, I was observed during the post-operative programming session, the patient was not receiving stimulation from the cervical lead and the impedances were toward the higher range. Subsequently, the patient was taken back to the operating room and it was observed that the old and new thoracic leads were connected to the header. The physician disconnected the old thoracic lead and re-connected the cervical lead into the header which resolved the issue.